Manufacturer narrative:
Siemens filed MDR 1219913-2021-00111 initial report on 02/17/2021. Additional information - 02/19/2021: siemens has completed the investigation for discordant nonreactive (negative) advia centaur xp sars-cov-2 igg (scovg) results on a patient sample that was reactive with advia centaur xp sars-cov-2 total (cov2t) and pcr methods. There is not an expectation the siemens scovg assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The scovg and cov2t assays may not always correlate. The scovg method measure igg antibodies and the cov2t method detects igg and igm antibodies. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on the investigation, a product problem was not identified. Customer is operational. No further investigation is needed. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
The calibration was acceptable and the quality control (qc) results were within the range. The customer implemented the advia centaur xp scovg test on (B)(6) 2021. Sample is serum collected in a dry tube without gel. The limitations section of the instructions for use states: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics". "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods". "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings". "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity". "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients". A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d. Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained a nonreactive (negative) advia centaur xp sars-cov-2 igg (scovg) result for a patient sample. The sample was repeated on the advia centaur xp scovg assay on the same day and the result was nonreactive (negative). These results were not reported to the physician. They were considered discordant compared to other testing for this patient. The patient was tested using an alternate method for covid igg and igm and the results were positive. The patient was tested 2 days prior with the advia centaur xp sars-cov-2 total (cov2t) assay and the result was reactive (positive). The patient was previously tested with a pcr method and the result was positive in (B)(6) 2020. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.